Event description:
Additional information received reported that the health care provider (hcp) had been steadily increasing the patient¿s dose due to a lack of effect. Then it was noted by a different hcp clinic that her catheter was placed ¿kind of low¿, thus they advocated for a higher placement at the c7 level to get a better effect and decided to use a new catheter. The pump was replaced as well, and it was noted there was no issue with the pump; however, they removed it as a precautionary measure. It was unknown what was done with the explanted devices, but that it was suspected they were disposed of. The hcp stated there were no revisions of the catheter, but instead they had to revise the patient¿s wound twice where the purse string sutured in the catheter to the fascia. The patient recovered without any issue and was receiving effective therapy. (Please refer to manufacturer report #3004209178-2013-07835 for information regarding the patient¿s wound revision).

Event description:
It was reported that the patient had less than 50% therapy relief and had not received therapy since the revision. The pump system was delivering compounded baclofen. It was noted that the catheter has been revised twice. The surgeon wanted to replace the entire system to ensure the patient received therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8596sc lot# serial#(B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8731 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported there was no injury and the patient recovered without sequelae. The pump was delivering lioresal.